Manufacturer narrative:
The field service engineer (fse) was dispatched and replaced the diluent syringe assembly, inspected the sensor board, driver board, and pip board, adjusted pump duty cycles from 60 to 50 to minimize splashing. The probable cause of the event was the diluent syringe failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), that he is getting error 4013 "spec syringe home not found". A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for prog which was purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.